Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial in liquid with residue/debris on the lens. Visual inspection found no visible damage and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Weight, ethnicity, and race: unk. Claim # (B)(4).

Event description:
It was reported that a 12.6mm, micl12.6, -9.5 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due excessive vault. This exchange resolved the problem. Cause was unknown.